Event description:
Information was received indicating that following tracheal intubation with a smiths medical portex® blue line ultra® tracheostomy tube the balloon was found to be leaking. Subsequently, the tube was replaced and discarded. There were no reported adverse patient effects.